Event description:
A surgeon reports the haptic broke and detached from the intraocular lens (iol) following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens.